Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped while in use on and caused a skin tear on the skull of the patient. Additional information was subsequently received as follows: 1. What type of procedure was performed? Posterior cervicothoracic fusion for cervical fracture. 2. Please provide the size and location of the laceration. 5cm skin tear on the skull. 3. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did the imaginary line pass through an axial center line of the skull? Not included in the responses, will follow up to attempt to get this information. 4. Did each pin engage the cranium in a perpendicular approach? Not included in the responses, will follow up to attempt to get this information. 5. Were mayfield pins used? Doro pins ref: (B)(4). 6. What part of the mayfield setup slipped? Pin slipped (single side). 7. Was there a delay in surgery due to product problem? If yes, how long? N/a. 8. Was there a revision/medical intervention required? Sutured the tear. 9. How was the procedure completed? Procedure was completed as usual; skin tear was noticed at the end of the surgery. 10. Patient outcome/current condition? Surgeon made open disclosure. Skin tear healing.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
.   The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - evaluation found no device deficiencies that would have contributed to the reported complaint. Unrelated to the complaint issue, the index knob was slightly tight and the unit needed preventive maintenance and replacements. As a result, repairs have been completed, and preventative maintenance performed and unit meets manufacturer specifications. Root cause - the complaint is not confirmed as the evaluation found no device deficiencies that would have contributed to the reported complaint. However, the unit needed preventive maintenance. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.